Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). Carefusion field service engineer (fse) was dispatched to evaluate the device. At this time, the device has not been returned to carefusion¿s failure analysis lab (fa lab). Fse report - found defective (leaky) exhalation sensor. New sensors ordered. Ran user verification test (uvt) with fse test sensors and pass.

Event description:
The customer reported "return volumes are low". The flow and external sensors were changed without success. Upon investigation, the customer reported patient involvement but no allegation of patient injury/harm. The ventilator was switched out on the patient as soon as the low return volumes were noticed.